Manufacturer narrative:
(B)(4).

Event description:
It was reported "large helium loss alarms. The pump is currently pumping. There is no blood noted in the tubing. All connections appear intact.pump exchanged without difficulty. No additional alarms after pump exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "large helium loss alarms. The pump is currently pumping. There is no blood noted in the tubing. All connections appear intact. Pump exchanged without difficulty. No additional alarms after pump exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.